Manufacturer narrative:
(B)(4).all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the doctor observed tip part of the emeraldc30 cartridge chipped. No injury occurred as there was no contact with the patient. Another emeraldc30 was used to complete the operation safely.

Manufacturer narrative:
Product testing could not be performed since no product was returned. The product was discarded by the hospital. Therefore, the reported issue of cartridge tip damaged could not be verified. The manufacturing process record was evaluated. No non-conformances, discrepancies, or deviations for similar issues were found during the manufacturing record review. The product was manufactured and released according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the cartridges. Based on the manufacturing record review, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. The product is lot number controlled; therefore, a serial # is not applicable and should have been blank. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of report: (B)(6) 2016 all pertinent information available to abbott medical optics has been submitted.